Event description:
The study index procedure was done on (B)(6) 2008 to treat the mid left anterior descending (lad). The xience v 2.5 x 28 was deployed without an issue. The lesion was pre-dilated prior to stenting. There were no reported patient effects at the time of the index procedure. However, on (B)(6) 2010 the patient returned with angina (B)(6). Angiography revealed restenosis of the mid lad and revascularization was performed to treat the mid lad with an additional xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made, however, the issue could not be resolved resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.